Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed a 'system computer needs service' message as soon as he powered on the central control monitor (ccm). It was determined that the single board computer (sbc) was the cause of the problem. When a lab use only sbc was installed into the ccm, it booted up as expected not displaying any errors. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported issue. He installed a loaner central control monitor (ccm) and the suspect unit was returned for further evaluation. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported issue was discovered during power cycling of the unit.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.